Event description:
While removing drapes at end of the case, the stirrup holding the pt's right leg broke into three pieces and came disconnected from the bed. The pt's leg was seen lowering and was held up by staff. The pt's leg was removed from the stirrup and held until the bed was returned to the normal supine position.